Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer went to the emergency room (ER) due to an elevated blood glucose (bg) that ranged from 202-343 mg/dl. Customer was treated with an insulin injection and was released from the ER 5 hours later on (B)(6) 2021 with no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.